Manufacturer narrative:
The reported event could be confirmed, although the device was not returned an image was shared which confirms the alleged failure. A device inspection was not possible since the affected device was not returned. However, an image was shared by the customer which confirms the breakage of the device. The impactor head was found to be broken into two parts. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on past complaints and rmf some of the possible causes are but not limited to: too high impact force applied during the surgery. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a connecting bolt from an omega 3 dhs kit was broken. The device was discarded by the customer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that a connecting bolt from an omega 3 dhs kit was broken. The device was discarded by the customer.